Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported the ins is "zinging" today for the past 2 hours and she wants the ins turned off because stim is really intense. Pt stated that she worked with a field rep last week "(B)(6)" for an hour to get the implant recharged because it had died. Pt stated she is sick of dealing with this implant and she wants it taken out. Pt stated she has an appt on (B)(6) 2021 with hcp to discuss removal. Pt is able to turn stim off and turn amplitude down on all groups and stated that she is feeling relief from the "zinging" sensation. The troubleshooting steps that were taken on the call resolved the issue. Pss is sending an fyi message to the field reps about pt call today. Caller was redirected to the healthcare provider (hcp).